Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a sensor error and an adverse event. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The patient's mother reported that the sensor failed during warmup, and because of this, device did not alert her that her son's blood glucose (bg) had gone up to 33 mmol/l. In addition, the patient's omnipod pump did not work so he did not receive any insulin. He started to vomit and had a ketone level of 2.4 (presumed to be mmol/l), requiring unspecified medical intervention. There is no documentation of whether fingerstick bg values were checked during the warmup period when no (continuous glucose monitor) cgm values would be provided. The event occurred the day the sensor was inserted. Data was provided for investigation. The problem could not be confirmed. However, a sensor failure after warm-up was confirmed. The root cause of the sensor failure after warm-up was determined to be high counts aberration. No additional patient or event information is available.